Manufacturer narrative:
The pt remains stable awaiting a pump exchange once the request for compassionate use has been approved. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (pvad lvad). It was reported by the vad coordinator that this pt had this pvad lvad placed following a cardiogenic shock. Weaning the pt off of the device was unsuccessful due to the pt experiencing frequent infections and an embolic stroke. Per add'l info, the pt was found at her home lethargic with left facial droop. The neurologist determined that the pt had a right middle cerebral artery distribution ischemia. The cerebral angiogram showed no intracranial occlusion. CT of the head showed interval development of an acute infarction in the right thalamus. The tee showed small flickering on the aortic valve with possible vegetation or clot. The hospital staff felt that it was likely that the pt experienced an embolic stroke due to the pvad lvad. The pt's inr at the time of the event was only 1.7. The pt remains stable awaiting a pump exchange once the request for compassionate use has been approved.